Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jul-2021, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 04-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 100 mcg) via an implantable infusion pump. It was reported that the patient experienced lost therapy sparatically and two catheter dye studies failed. Exploratory surgery was performed and the catheter was found to be kinked in the spinal area proximally at the anchor. The catheter was revised and the explanted portion was discarded of.